Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) in the left ventricular (lv) channel. Technical services (ts) was contacted and noted that the lv thresholds were stable and that the loc was happening due to a difference in the intrinsic rhythm. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.